Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced a symptom of bleeding/hemmorhage. It was unknown whether the issue was resolved. Additional information was received from the patient on (B)(6) 2024. The patient stated that there was a bleeding on their back. Additional information was received from the patient on (B)(6) 2024. The patient stated that there was bleeding from the incision site. Patient's spouse stated that they cut the lead wire while trying to fix the dressing and the device was no longer working.